Event description:
It was reported that over the weekend of (B)(6) 2013 the family heard the pump alarm. The patient's family called the managing physician's office reporting that as of (B)(6) 2013, the patient has had increased spasticity and pruritus, and they had been hearing a periodic 'musical' tone coming from the patient's abdomen. The patient went to the health care provider (hcp) on (B)(6) 2013 and interrogation of the pump showed a 'motor stall occurred stopped pump period may exceed pump tube set;' no motor stall recovery; eri 21 months; reservoir volume 5 ml. The motor stall occurred on (B)(6) 2013 at 5:03 am. The patient was scheduled for a refill later the same week so the nurse performed the refill, aspirated 5.5 cc of drug from the pump, and refilled with 40 cc and a 37 mcg bolus was programmed at that time. The nurse called the medtronic representative, and the nurse was asked to interrogate the pump again, and the stopped pump warning appeared again. The patient was sent home with a prescription for oral baclofen and the patient was evaluated again on (B)(6) 2013. Interrogation of the pump showed the pump was still stalled; no recovery was noted. It was noted the pruritus and spasticity continued for the patient; however, may have been eased slightly due to the oral baclofen per the patient's family. The hcp used an 8540 catheter access port kit to access the catheter, and they were unable to aspirate any drug or cerebrospinal fluid (csf), but noted it could have been due to the patient's position as they had to perform the access while the patient was in the wheelchair with extreme spasm. It was noted that it was not possible to get the patient on the fluoroscopy table to perform the dye study. The pump system was being used to deliver compounded baclofen. It was later reported that the cause of the stall was undetermined. The patient's family stated that the patient has had no recent medical diagnostic tests which would have exposed him to emi; had not been traveling; no passage through metal detectors; and the patient had been at home the majority of days. A pump replacement with possible catheter revision was scheduled for (B)(6) 2013. It was later reported that the catheter and pump were replaced and the patient was doing well. The hcp started the patient at 700ug/day.

Manufacturer narrative:
Final analysis of the pump revealed motor gear train anomaly, corrosion and/or wear and/or lubrication.

Manufacturer narrative:
Concomitant products: product ID 8709, lot# j11316r35, implanted: (B)(6) 2002, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.